Event description:
The customer reported that the 840 ventilator was inoperable. There was no patient involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the gui (graphic user interface) cpu pcb. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).